Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The revision has not been confirmed and the complaint cannot be verified. Functional testing and inspections could not be performed due to the parts not being returned. A review of the scanned anatomy found that there appears to be bilateral implants. However, the fossa and mandible implants do not appear to be manufactured by zimmer biomet for three reasons. The first reason is the gemoetry of the bilateral fossa components do not match standard zimmer biomet fossa implants. Second, the neck component of the mandible appears longer than zimmer biomet implants. Lastly, the mandibular heads are very spherical and do not match the shape of zimmer biomet implants. Additionally, there is no record of zimmer biomet custom implants being manufactured for this patient. Device history record (DHR) review was unable to be performed as the product does not appear to be manufactured by zimmer biomet and no part or lot information was provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation tmj system screws, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a revision was performed due to heterotopic bone formation, misalignment, pain, and decrease in mobility. The design vendor stated to the surgeon during the planning for new custom tmj implants, "on the left side it looks like there is excess bone growth around the fossa, and the condyle also has some excess bone, that makes the space between the mandible bone and the maxilla and fossa implant tight, 1mm or less. The right side also has excess condyle bone, and the fossa and mandibular implant seem misaligned and may be protruding into the skull base and cranial cavity." Attempts have been made and no further information has been provided. No additional patient consequences were reported.